Event description:
It was reported that the right ventricular lead had intermittent and no capture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Primary results revealed no anomalies. Analysis also revealed the proximal conductor was distorted, all conductors had blood/body fluid (not obstructed), outer insulation cosmetic depression, and apparent explant damage.